Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the limited customer care advocate (cca) documentation. The patient was unwilling to supply additional information and provided the number of his doctor instead. The patient reported that at 1:30 am on (B)(6) 2019, he obtained a blood glucose result on the subject meter of ¿497 mg/dl¿ which he considered too high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with humalog insulin which he self-adjusts. He reported that after obtaining the high result, he administered humalog (dose not specified). He reported that about an hour later, at 2:30 am on (B)(6) 2019, he became ¿shaky¿. He denied receiving treatment for his symptom above or beyond the usual routine of diabetes care and management and reported he took food/drink. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. The patient also confirmed that his test strips were within expiry date and had been stored correctly. He did not have control solution to test the meter and test strips. Education on its use was provided by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shaky, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering insulin based on a sliding scale.